Manufacturer narrative:
Additional information: it was reported that during a procedure involving the use of an onyx frontier drug-eluting stent, the balloon ruptured during deployment at first inflation with pressure of 8 atm. The device was not moved or repositioned in the lesion while inflated. No inflation was performed prior to the issue occurred. The stent was post-dilated. The stent was successfully implanted. - initial reporter's phone number medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the use of an onyx frontier drug-eluting stent, the balloon ruptured during deployment at an inflation pressure of 8 atm. The lesion was encountered in the mid segment of the right coronary artery, moderately tortuosity, severe calcification and a chronic total occlusion (100% lesion stenosis) were present. Resistance was encountered when advancing the device, and excessive force was used during delivery. The device did not pass through a previously deployed stent. Device inspection prior to use and negative prep were performed with no issues found. The lesion was pre-dilated prior to stent deployment. The stent was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.